Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing uncomfortable stimulation in her abdominal area without effective coverage of the pain area. Diagnostic testing did not reveal any anomalies. X-rays are to be taken as the next course of action.